Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: customer went to health care provider with concerns of high readings. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison and results obtained of 228, 230 and 215mg /dl. The customer's expected fasting blood glucose test result range is 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 130 and 220mg/dl using true track meter. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Customer called in stating that after testing, her true track meter reads high results. She denies having signs and symptoms of hyperglycemia. Due to being concerned with several high readings, she went to her healthcare provider. When there she tested with the reading result of 130mg/dl fasting. She did a second test with her true track meter while at doctor's office with a result of 220mg/dl. Customer denies signs and symptoms of hyperglycemia at time of this call. Customer denies need for medical attention at time of this call.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Customer went to health care provider with concerns of high readings.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison and results obtained of 228, 230 and 215mg /dl. The customer's expected fasting blood glucose test result range is 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 130 and 220mg/dl using true track meter. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(4). Customer called in stating that after testing, her true track meter reads high results. She denies having signs and symptoms of hyperglycemia. Due to being concerned with several high readings, she went to her healthcare provider. When there she tested with the reading result of 130mg/dl fasting. She did a second test with her true track meter while at doctor's office with a result of 220mg/dl. Customer denies signs and symptoms of hyperglycemia at time of this call. Customer denies need for medical attention at time of this call.